Manufacturer narrative:
To date, no unique identifiers have not been provided. Therefore, a comprehensive batch analysis review could not be conducted. If additional information is provided, a follow-up report will be submitted.

Event description:
On 05/28/2025, rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, conducted a literature review and found an article titled: evaluation of the safety and effectiveness of a sealant hemostatic patch for preventing cerebrospinal fluid leaks in cranial surgery. Sanchez fernandez c, et.al; expert rev med devices. 2021 nov;18(11): 1111-1116. A retrospective study involved 230 patients who underwent neurosurgical procedures requiring dural closure between october 2013 and november 2017. Dural substitutes utilized in this study were: autologous muscle graft, autologous or heterologous fascia lata, collagen matrix graft (duragen®) and two types of bovine pericardium graft (tutopatch® and duraguard®). Tutogen product and similar devices were used for dural closure (in label). Tutopatch was used in 11 patients in the pcc group and in 20 patients in the control group. Complications are reported in table 4, including csf leak, epidural and subdural hematoma, surgical infection, meningitis, hydrocephalous. However, they are only allocated to pcc or control and not the individual products. It is unknown which complications occurred in the patients where tutopatch grafts were implanted. To date, no additional information has been provided to evergen for review. .